Event description:
It was reported patient underwent total knee arthroplasty with competitor's bone cement on an unknown date. Subsequently, patient was revised due to pain and lack of cement adhesion. The tibial tray was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly. Date implanted - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. As relevant component surfaces met roughness specifications for cement adhesion, it is likely cementing technique is the root cause for adhesion failure.